Manufacturer narrative:
Follow-up #1: date of submission 01/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings:the pump powered on with a dim and discolored display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump display screen was dim, faded, discolored. The reporter indicated that the issue was not resolved by changing the display contrast setting. The reporter indicated that the display could no longer be read safely related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.